Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 500+ mg/dl. Customer believes that her high blood glucose levels are due to antibiotics. Customer stated that she is currently off the antibiotics and her blood glucose levels are running better. Customer also mentioned repeated high blood glucose alarms on the insulin pump. Customer declined to troubleshooting. Product is not being returned or replaced.